Event description:
Complainant alleged that while treating a male patient, the device powered on with a grey display. The clinician continued to use this device to administer therapy to the patient, and the patient was discharged once at 120 joules. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a follow-up report when our investigation is completed.